Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with multiple shocks. It was noted that patient has left ventricular assist device (lvad) in place. The device had eventually rescued the patient and ventricular tachycardia broke 8 seconds later. Defibrillation testing was performed and programming changes were made. Patient was stable.